Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for evaluation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder (turb) procedure, the ceramic insulation of the suspect medical device broke off and fell inside the pt's bladder. No fragments/parts remained inside the pt as they were reportedly recovered by unk approach. The intended procedure was reportedly completed by using a similar device and without further complications. There was no report about an adverse event or pt harm or injury.